Event description:
Medwatch form rec'd from user facility that states: unexpected respiratory arrest and death. Pca pump with morphine change to fentanyl at 1930. Arrest at 1950. Death at 2034. Report source contacted for more info. Due to continued pt discomfort, the medication prescribed had just been changed from morphine to fentanyl. The morphine had been infusing at 1mg/ml, pca dose of 0.5mg with a 10 minute pt lockout and 10mg 4 hour limit. The fentanyl was 5mcg/ml, 5mcg pca dose with a 10 minute pt lockout and 100mcg 4 hour limit. Th pt also wears a fentanyl patch. The medication vials were sent to a lab for evaluation and reportedly the mixtures were correct. There was no indication of any device malfunction or user misprogramming. The amount of fentanyl remaining in the vial matched the expected amount. Tissue testing was completed for morphine and fentanyl and results reported as "trace amounts." No additional info was available.